Manufacturer narrative:
The pump was received with no act button response due to corroded keypad traces. No button error alarm or unexpected audio/beep anomaly was noted during testing. Unable to perform the functional check including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, or unexpected restart tests, or check the operating current tests due to no act button response. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker. Moisture damage was found on the electronic and motor assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm and buttons were not responding. Customer's blood glucose was 500 mg/dl. Customer reported that the weather was very humid and customer was sweating which caused display screen to be foggy as customer wore insulin pump in his pocket. Customer reported that fog cleared up. Customer was advised that insulin pump would need to be replaced.